Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 153 mg/dl at the time of incident. Troubleshooting found that the pump was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly tilted and loose drive support disk also, unable to perform self-test, a21 error test, off no power test, occlusion test, prime test, off no power test and excessive no delivery test due to a33 alarms. All operating currents are within specification. The insulin pump passed displacement test and rewind. The insulin pump had cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and minor scratched display window.